Event description:
It was reported that during the lap assisted vaginal hysterectomy, the device delivered an incomplete staple line. It was not reported how the procedure was completed. There was no adverse consequence to the pt.